Manufacturer narrative:
Other relevant components include: product ID 8731 lot# serial# (B)(4) implanted: explanted: product type catheter product ID 8731 lot# serial# (B)(4) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (concentration and dose unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient had a significant history of low back and lower extremity pain. It was related that the patient had previously been treated with ice, heat, anti-inflammatory medication, and physical therapy without benefit. The patient had undergone surgical intervention without improvement and no further surgical intervention was felt to be indicated. The patient subsequently underwent an intrathecal morphine trial which resulted in over 50% elimination of their pain during the trial period leading to permanent implantation of an intrathecal morphine pump and catheter in 2004. It was reported that this was subsequently replaced in 2008 with an additional catheter revision. No further complications were reported or anticipated.